Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber was not recognized during mid procedure thus the fiber port connection was adjusted. A message indicating the fiber expired occurred after 77,000 joules of fiber use. The fiber nor fiber card had been removed from the laser console. There was no patient injury; however, the patient had already been sedated. This event is being reported for aborted/cancelled procedure with a patient under anesthesia..

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified moderate debris adhesion on the metal cap, indicative of tissue contact. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window, leading to the courtesy message. The reported event is confirmed. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the event.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber was not recognized during mid procedure thus the fiber port connection was adjusted. A message indicating the fiber expired occurred after 77,000 joules of fiber use. The fiber nor fiber card had been removed from the laser console. There was no patient injury; however, the patient had already been sedated. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.